Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleges the cord to the device is melted and you can see the wires hanging out of the device. Device will not turn on/ device not functioning and nasal/throat irritation or soreness. The alleged user did not see any smoke or flames. The device with power accessories has not been returned for investigation. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.